Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to infection. A new app device was implanted. No further information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms is a known risk associated with ambicor penile prosthesis (app) procedures and is noted as such in the app instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the app instructions for use (IFU) was reviewed. The patient symptom infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to infection. A new app device was implanted. No further information was reported.